Event description:
Hospitalization was reported due to low blood glucose. Paramedics were called to customer residence. Customer was unresponsive. The blood glucose reading was 95 mg/dl. Customer may have been connected during the priming process. Customer was transported to hospital. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.